Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a broken knob. It was also found that the encoder was pushed inside of the epg, the lower case was broken, the red battery wire was punched with the wire insulation exposed, the output connector and main seal were broken, the display wires were pinched with the wire insulation exposed, and the encoder assembly and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.